Event description:
It was reported that the female luer of the unspecified bd alaris¿ cc plus syringe pump with guardrails¿ was damaged and leaked, resulting in the patient being under-infused with propofol. The following information was provided by the initial reporter: "the customer reported regarding an alaris infusion pump giving sets (product code: unknown, lot no.: unknown). The issue occurred during use. The customer reported another issue that has been found on different occasions was the leaking alaris infusion pump giving sets... Again, it was initially thought to be caused by how the syringe was attached but this has been a recurring issue now... All these issues were found on one patient today and the patient woke up due to ineffective infusion of the sedative (propofol)... There was patient involvement reported. No further adverse event or medical intervention was reported."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation: no samples were received for investigation of the complaint, in which the customer has indicated that they observed leakage during an infusion of propofol. The customer was unable to provide a model or lot number of the affected product; however, a photograph provided by the customer confirms that the product involved is likely a pressure disc extension set used with an alaris cc syringe pump. Analysis of the photograph confirms the customer's experience, with leakage observed from the connection of the extension set to the syringe; however no obvious damage or manufacturing defects could be seen which may have contributed to the leakage. Further details relating to the clinical set up and sequence of events prior to the leakage occurring were not provided to aid the investigation. The details of this feedback were forwarded to the manufacturing site; however, a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that the female luer of the unspecified bd alaris¿ cc plus syringe pump with guardrails¿ was damaged and leaked, resulting in the patient being under-infused with propofol. The following information was provided by the initial reporter: "the customer reported regarding an alaris infusion pump giving sets (product code: unknown, lot no.: unknown). The issue occurred during use. The customer reported another issue that has been found on different occasions was the leaking alaris infusion pump giving sets... Again, it was initially thought to be caused by how the syringe was attached but this has been a recurring issue now... All these issues were found on one patient today and the patient woke up due to ineffective infusion of the sedative (propofol)... There was patient involvement reported. No further adverse event or medical intervention was reported."